Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results, for two patients, involving the access® accutni assay used in conjunction with the unicel® dxi 800 access® immunoassay system. The customer indicated the false positive results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on the same instrument, generated lower results, within the normal reference range. The patients' samples were collected in lithium heparin or serum plasma tubes and centrifuged at 3,000g (relative centrifugal force) for ten minutes, at 20 degrees celsius. Quality control (qc), calibration, and system check were performing within assay and instrument specifications at the time of the event. No sample integrity issues were observed and no instrument errors were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.